Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information: the patient tests twice a day and manages her diabetes with humalog insulin (sliding scale based on food intake) and 27 units of lantus (in the morning and evening). The patient confirmed that the alleged issue began on (B)(6) 2010 sometime at 9 pm after dinner. The patient stated she obtained a "normal" blood glucose reading; however, the patient does not recall the result. The patient remembers taking her humalog insulin based on her dinner (however, does not recall how much insulin she administered) and also remembers taking her usual dose of 27 units of lantus at about the same time that evening. The patient claimed she woke up four hours later feeling "shaky, sweaty, and had a fast pulse". The patient stated she obtained a blood glucose result of "62 mg/dl" with the subject meter and immediately administered self-treatment by drinking orange juice. The patient stated she began to feel better 15 minutes later; however, she did not re-test with the subject meter because she knew her blood glucose was "going up". At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.